Manufacturer narrative:
The biomedical engineer reported that the nibp pump stopped pressurizing during a case and reported an intermittent issue with the nibp not pumping. They replaced the unit with a known working bsm-1733a and connected to patient. Qa inquired whether there was an error message when the nibp had an error message or not, and the biomed does not know if there were any error messages or not. No patient harm reported. Nihon kohden continues to investigate the reported event. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the nibp pump stopped pressurizing during a case and reported an intermittent issue with the nibp not pumping. They replaced the unit with a known working bsm-1733a and connected to patient. Qa inquired whether there was an error message when the nibp had an error message or not, and the biomed does not know if there were any error messages or not. No patient harm reported.

Event description:
The biomedical engineer reported that the nibp pump stopped pressurizing during a case and reported an intermittent issue with the nibp not pumping. They replaced the unit with a known working bsm-1733a and connected to patient. Qa inquired whether there was an error message when the nibp had an error message or not, and the biomed does not know if there were any error messages or not. No patient harm reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the nibp pump stopped pressurizing during a case and reported an intermittent issue with the nibp not pumping. They replaced the unit with a known working bsm-1733a and connected to patient. Qa inquired whether there was an error message when the nibp had an error message or not, and the biomed does not know if there were any error messages or not. No patient harm reported. Service requested / performed: customer reported that the nibp pump failure. The bsm series are not shock proof which make it vulnerable for physical impact. This factor might contribute to the reported issue of "pump failure." The customer sent the unit in for repair and the reported unit received at nihon kohden (nk) repair center (rc). The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The rc technician (tech) was able to duplicate the reported problem of pump failure. The possible cause of the reported problem could be related to customer mishandling or drop damage. The rc tech replaced touch panel, front enclosure, operation panel, irda filter, top power key, ECG board, unit frame, data processing unit (dpu), rear enclosure, input packing, sound filter, mr unsafe label, caution label, rear blind panel, bottom blind panel, 1-inch bis ready logo label, csa label, battery label, masimo logo label, battery cover, pump assembly, solenoid, input side bezel and side cover to resolve the reported problem of pump failure. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. Investigation conclusion: the bsm series are not shock proof which make it vulnerable for physical impact. Risk assessment was conducted on identified issues. Low (minor x improbable) was determined for "pump failure." Disposition for this incident was determined as the "product malfunction" with "no medical device report is needed." The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6, b6 - b7. Attempt #1 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that they do not have the information. Additional model information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that they do not have the information.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp pump stopped pressurizing during a case and was intermittently not pumping. They replaced the unit with a known working bsm-1733a to continue patient monitoring. The bme did not know if there were any error messages when the issue occurred. No patient harm or injury was reported. Investigation summary: the device was evaluated at nihon kohden america (nka). The evaluation noted a cracked lcd screen and a chipped handle. The reported nibp failure was duplicated. Separately, the masimo spo2 technology board needed to be upgraded. The following components were replaced to repair the device: 9000065806 5.7in lcd display, 6112908872c handle tpm, bsm-1700 a/ms-2013 masimo spo2 board 9000065060 pump assembly, bsm-1700 9000066941 tds-2xv05b-701. Since taking nibp measurement was not an issue after the user replaced the monitor, these factors are considered unlikely: use error, wrong setup, or the patient's condition. This is confirmed by the observation made during servicing of the device. It is presumed that the nibp failure is caused by physical damage, as noted above, or normal wear and tear of the nibp component as described in the nkc investigation (below). The exact cause could not be determined. Service history for this serial number shows this is an isolated incident. Nibp failure is caused by a number of factors, including: device damage/broken components. Incompatible cuff/hose . Wear and tear of the nibp components. Use error such as . Patient conditions such as. In summary, the nibp failure is attributable to device damage, use error, and or patient condition. No tendency of failure was observed. Additional information: date of this report. Date received by manufacturer. Type of report. If follow-up, what type? Event problem and evaluation codes additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the nibp pump stopped pressurizing during a case and was intermittently not pumping. They replaced the unit with a known working bsm-1733a to continue patient monitoring. The bme did not know if there were any error messages when the issue occurred. No patient harm reported.